Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/13/2020. H.6. Investigation: customer returned two (2) 30gx12.7mm, 0.5ml bd insulin syringes from an open polybag from lot 9343396. Consumer reported found 2-3 syringe needle hub assembly removed with shields. The returned syringes were examined, and it was observed that one of the syringes exhibited a needle hub/shield assembly separated from the syringe barrel; no damage to the barrel tip was observed. The other syringe did not exhibit hub separation. A review of the device history record was completed for batch# 9343396. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200863990] noted that did not pertain to the complaint. Process summary: automatic syringe assembly machine, which feeds 1/2ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: l2l dispatch #87089 was opened for prep dial out of adjustment. The air jet was out of adjustment. Corrective action: the air jet was adjusted.

Event description:
It was reported that during use the hub separated from device when shield was removed with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: (1 of 2 complaints). It was reported that the needle hub separated when the shield was removed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use the hub separated from device when shield was removed with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: (1 of 2 complaints) it was reported that the needle hub separated when the shield was removed.